Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(4) 2009. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, the patient was revised on (B)(6) 2011. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same event (reference 1825034-2013-04135/04138).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6), 2009. Patient's legal counsel reports patient allegations of pain, swelling, inflammation, bone/tissue damage, lack of mobility and metallosis. Subsequently, the patient was revised on (B)(6), 2011. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in patient's revision medical records noted the revision was due to pain and elevated metal ion levels and noted the presence of synovitis, metallosis and cloudy dark fluid.